Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alarmed for occlusion. When the pump door was opened, the pump segment of the tubing was ballooned out with fluid. There was no report of patient harm.